Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience altered mental status and was admitted to the hospital.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, it was reported that the patient was previously shocked by an external electrical source. It was determined that the altered mental status was not related to the pump therapy. The pump therapy was continued without issue.